Event description:
Boston scientific received information that a high shock impedance measurement of greater than 125 ohms was detected on this transvenous lead. The physician noted that as this patient has chronic high impedances, no remedial action would be taken at this time. The physician will continue to monitor the lead via the patient monitoring system latitude. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.